Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported at the end of her peritoneal dialysis treatment there was fluid leaking from the cassette area after she had completed treatment and was removing the cassette. The pd patient stated she did report the instance to the clinic and was not required to go into the clinic and no prophylactic medication was provided. Theresa confirmed she not require any medical intervention or additional treatment as a result of the reported fluid leak observation. The pd patient stated she was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated she reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The set was not made available for evaluation.